Event description:
It was reported that electrogram (egm) review revealed over-sensed lead noise on all channels including this right atrial (ra) lead. The patient's rhythm was visible through the noise, and there was no evidence of pacing inhibition, asystole, or inappropriate therapy. Technical services (ts) discussed troubleshooting options and possible causes, and the patient denied being near possible sources of electromagnetic interference (emi). The ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).